Event description:
I work with a cadaver lab, with a body donation program, and I had a donor I worked onthis week who had an Allergan Natrelle Style 15 Michigan implant with the lot number13028. I noticed severe capsular contraction as well as a 2mm-4mm hole on the leftside of the implant. There were some turquoise sutures on the outside of theencapsulation in an inverted lollipop pattern that lined up perfectly with the hole uponreflection of the left capsule wall. The donor had a double mastectomy after breastcancer treatment which placed the implant date anywhere between 1992-2000 due tocompassionate use policies at the time. The muscle and fascial layer directlyunderneath the implant was covered in a clear snail mucin like substance which isconsistent with silicone. The liver weighed 7.5 pounds, and had a tan or light brownappearance with the surface resembling the skin of a toad and was covered in variousmole like lesions that were varying shades of red and brown. The liver extended up tothe space between the first and second rib, down to the iliac crest, and occupied themajority of the retroperitoneal space in the thorax. It also displaced the first part of thetransverse colon causing a greenish appearing bulge that was visible from both the fatand muscle layer. The muscles of the legs and core were markedly reduced. The mostsurprising finding was despite the donor being dead and unembalmed, both the bloodand fat were also very viscous and elastic and stretchy just like the material under theimplant. The fat layer was saturated with silicone to the point that it took very little effortor pressure to reveal all the nerves that are in the fat layer suggesting altered physicalstructure in the fat cells themselves due to silicone infiltration. When the right lowerlobe of the liver was cut, it resembled an aloe plant being cut in half due to all thesilicone that ended up there due to migration. The pathway I was able to trace was theinternal thoracic vein, brachiocephalic vein, superior vena cava, right atrium, rightventricle, lungs, left atrium, left ventricle, aorta, hepatic artery, and liver. Since the fatlayer was so saturated there was also clear lymphatic involvement as well due tomacrophages trying to digest microscopic silicone particles. The massive amount ofsilicone gel leaked due to pressure caused by encapsulation and the cheese wire effectcaused by the sutures as well as gravity forcing it into the internal thoracic vein. Theleft lung and left atrial appendage were also black and fibrotic and had about 1-2mmnodules also suggesting silicone migration. The blood vessels on the left side of thebody were very crunchy in a marked contrast to the right side of the body where theywere typical. Due to lab policy, I am unable to submit photos but will submit autopsynotes upon request. We do gross anatomical dissections, so I don't have histology, butI am very confident about what I found as I have been working at the lab for eight years. Previous pregnancy had fallopian tubes cauterized. DEVICE CODEs: 2205, 4003, 1267. PATIENT CODEs: 1761, 1931. REFERENCE REPORT: CDRH-50055481. THIS REPORT CAPTURES Natrelle Style 15 #1.